Event description:
This report was received from (B)(4) and is a spontaneous report by a health care professional from (B)(6) of bacterial peritonitis and chills in a patient coincident with physioneal therapy for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced bacterial peritonitis with cloudy dialysate, abdominal pain and chills which required hospitalization. The cause of peritonitis was unknown. On (B)(6) 2012, the patient began remedial treatment with gentamycine (dose and frequency not reported) IV, vancomycin (1.5g every 3 days ip) and unacid (ampicillin/sulbactam) (dose and frequency not reported) IV. On (B)(6) 2012, unacid IV was stopped and on (B)(6) 2012 unacid 2 tables (dose not reported) daily po was started. On (B)(6) 2012, the patient was discharged from hospital. On (B)(6) 2012, unacid po was stopped. On (B)(6) 2012 vancomycin was stopped.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified, as no samples were returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.